Manufacturer narrative:
Additional results were provided. Results that were obtained on the module with serial number (B)(6): refer to the attachment "(B)(6)" for additional patient results. Results that were obtained on the module with serial number (B)(6): refer to the attachment "(B)(6)" for additional patient results. Refer to the highlighted sections on the attachment "(B)(6)" for additional patient results. Refer to the attachment "(B)(6)" for additional patient results. Results that were obtained on the module with serial number (B)(6): refer to the attachment "(B)(6)" for additional patient results. Refer to the highlighted sections on the attachment "(B)(6)" for additional patient results. Investigation for serial number (B)(6): the qc was acceptable. A general reagent issue was excluded. The alarm trace showed several sample-quality alarms. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem. Investigation for serial number (B)(6): the qc was acceptable. A general reagent issue was excluded. The alarm trace showed several sample-quality alarms. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem. Investigation for serial number (B)(6): the qc was acceptable. A general reagent issue was excluded. The alarm trace showed several sample-quality alarms. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial numbers are (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 31 patient samples on 3 cobas e 801 analytical units. Results for the 9-minute application (stat) and the 18-minute application were affected. Refer to the highlighted results in the attachment: "(B)(6).